Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Information received for a cors study patient included an operative report for a right knee revision on (B)(6) 2017. Originally indicated as having taken place outside of cors scope, the operative report indicates a 6x13 ps insert was revised to a 6x13 ts insert due to patellar clunk and mid flexion instability, pain, swelling, and stiffness. Infection was ruled out. Aside from revision of the insert, the operative report indicates the implants were well fixed. Also noted on the operative report: "there was a small scar nodule in the anterior compartment which was excised. A limited medial release was performed..."